Event description:
A customer reported that after using a new 6t-rs tee (transesophageal echocardiogram) probe, three patients presented black saliva and a black tongue, as well as inflammation of the throat. One patient is reportedly in the ICU due to cardiac problems. At this time, it is not believed that the patient's condition is a result of the reported event. This report is for this patient, and is the first of three reports. No additional patient information is available at this time. The customer is reportedly using the same procedures and liquids for cleaning and disinfecting the tee probe as they had previously. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.